Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that they had problems right from the beginning with their implant causing ticking sensations they could not tolerate. The patient thought they had the device turned off for the past eight years, but about four or five months ago they started to experience intermittent ticking sensations again which they thought would go away but did not. Now the sensation was constant and they did not know if it was a nerve issue or what the cause was. The patient reported they had a recent computed tomography (CT) scan of the head, and months ago had an MRI for a minute before they panicked and stopped the MRI. The patient denied any device sensations during the MRI scan. It was reviewed how to attempt to sync the patient programmer, but the patient continued to encounter the poor communication message. It was discussed with the patient the poor communication may be occurring if the ins had reached end of service (eos). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue/to address the ticking sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their CT scan had affected their device and when asked how patient clarified "turned device on when off." Patient stated they thought the ins had been off for eight years, but about four or five months ago they started to experience intermittent ticking sensations again. They stated that the device had unexpectedly turned back on. They clarified that there was a device concern, therapy issue, or procedure/use issue regarding the ins being off but the cause was not determined. Patient clarified the most likely cause being the "fluttering comes on and off still, but much less." The patient was unsure of the cause of the initially intermittent and then constant ticking sensation but stated the likely cause was the ultrasound and that the steps taken to resolve included "was going to have it removed but fluttering has gotten much less severe." The patient reported that the cause of the poor communication was unknow but also stated the likely cause was the ultrasound and that nothing was done right now for this issue and no further action will be taken. Device removal or replacement is not planned.